Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the 5v power supply was low, measured at 4.73 v. The representative adjusted the ps1 to 5.10 v, rebooted the system, and measured voltage again to make sure it did not drop again. The ps1 measured at 5.11 v. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system booted up, but the x-ray source was turned off. All x-ray information was blank on the pendant and the site could not take a 2d image. The site performed a full reboot and the system worked normally for the remainder of the procedure. Before taking the system out at the end of the case, the site found that the x-ray source was turned off again. The site confirmed that no one had turned it off on accident. After the procedure the manufacturer representative did some troubleshooting. The representative reported that the system would not initiate 2d shots. The door seemed to close and align properly, but no green ready light was displayed on the mobile viewing station. There were no values being displayed in the ma or kv settings on the pendant. The representative also reported that there was a subtle clicking sound from the image acquisition system's cabinet just prior to the system disabling fluoro. There was no patient harm and the procedure was delayed by 15 minutes.